Manufacturer narrative:
H3, h6: the associated device was returned and evaluated. The visual inspection revealed that the r3 3 hole acet shell 50mm shows signs of wear with metal flaked off of the exterior. This inspection was conducted by the naked eye. A dimensional evaluation performed on the device revealed that the part was found to be damaged, which prevented a full dimensional inspection. Despite this limitation, no measurements taken were found to be out of specification. Based on this evaluation, there are no additional parts in this lot, nor in subsequent or previous lots, that are affected. Furthermore, there is no evidence to suggest that the issue is related to a manufacturing defect or error. A review of the production orders did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history revealed similar events for the head and shell's part number over the previous 12 months, but no similar events for the batch based on the historical data, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of complaint history based on the historical data revealed a similar event for the liner's batch, this failure mode will be monitored for future complaints for any necessary corrective actions.a review of the instructions for use documents for total hip systems revealed that improper neck selection, positioning, looseness of acetabular or femoral components, extraneous bone, penetration of the femoral prosthesis through the shaft of the femur, fracture of the acetabulum, intrapelvic protrusion of acetabular component, femoral impingement, periarticular calcification, and/or excessive reaming may increase the risk of dislocations, subluxation, decreased range of motion, or lengthening or shortening of the femur, which may lead to revision surgery. This has been identified as a preoperative warning. A review of the risk management files revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to these products and event. At this time, we have no evidence to conclude that the products failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include abnormal motion over time, bone degeneration, loss of ingrowth and/or injury. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
Internal complaint reference:(B)(4). This complaint was opened by smith+nephew to document a patient complication reported that includes reference to the use of a smith+nephew product without evidence about a specific product problem. The reported complication relates to known inherent procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to confirm a relationship between the reported event and the device or identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that, after a thr surgery performed on (B)(6) 2023, the patient suffered an aseptic loosening of the r3 3 hole acet shell 50mm. A revision surgery was performed on (B)(6) 2024, in order to explant and replace the devices. The current health status of the patient is unknown.